Event description:
Customer called to report error f213 occurred twice. Customer recycled the power which resolved the error. The customer called back on (B)(6) 2014 and stated that the alarms occurred during prime. Customer stated there was a blood leak alarm during the collect phase of the last cycle. Customer opened the centrifuge and noted a small amount of blood in the centrifuge and at the top of the bowl around the seal. The treatment was aborted. The patient was started on another kit and treatment was completed successfully. The patient was in stable condition. No service order was generated. The bowl is being returned for investigation.

Manufacturer narrative:
Batch record review of lot b902 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, system error, centrifuge bowel leak/break, and leak centrifuge alarm. An upward trend has been detected for system error. No trends were detected for centrifuge bowl leak/break or leak centrifuge alarm. This assessment is based on information available at the time of the investigation. Analysis of the returned product is in progress. A supplemental report wil be filed when this analysis is complete. (B)(4).